Event description:
Rptr had a root canal with gutta percha (latex) filling. This was many years ago. The root has now split, and the latex filling is exposed. Rptr does not know how long it has been like that. Rptr is getting irritation and reactions and thinks the latex is the problem. Rptr has asked their dentist to remove the latex, probably by incision through the gum, as the latex is loose and exposed but he is resisting. He will remove the whole tooth, which rptr does not want to do as rptr sees no reason to do so.